Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited non-specific sensing issues. A revision procedure was performed at which time the device was explanted and leads surgically abandoned; a new system was then implanted. No adverse patient effects were reported.